Event description:
Patient presented at follow-up with an alert for eri. Battery trending showed a stable line for approximately 2.5 years and then a sudden drop in june. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Upon interrogation, no communication could be established with the device due to a depleted battery. Based on all available parameter and usage information, the device longevity was found to be outside of the expected limits. The device was analyzed with a new battery and found to be normal. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.